Event description:
It was reported that following a coronary artery drug eluting stenting statement procedure, the patient developed in-stent restenosis. A 3.0x16mm taxus express2 stent was implanted in the proximal lad (left anterior descending) approximately eight months prior to the event. Restenosis was confirmed by angiography and one week later a reintervention was scheduled. Reintervention was performed for the 90% stenosed, non-calcified, moderately tortuous lesion of the proximal lad. Treatment consisted of balloon angioplasty of the previously placed taxus express2 stent and ivus (intravascular ultrasound) was performed to complete the procedure. The patient was reported to be "good" post procedure.

Manufacturer narrative:
Device implanted "approximately eight years ago". The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.